Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. (B)(6). Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use on the patient, the inner wire of an emerald guidewire got loose from the ptfe cover. It was reported as fractured-separated. This defect was detected during the handling of the wire. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Additional information received indicated that the emerald guidewire was stored and prepped per IFU instructions. The product was not resterilized. The wire was not removed from the dispenser by the distal floppy end. The wire was not re-shaped by the user and the wire did not kink in any way prior to the event. Complaint conclusion: during the handling and prior to use on the patient, it was reported that the inner wire of an emerald guidewire got loose from the ptfe cover. It was reported as fractured-separated. There was no patient injury. No kinking or bending of the wire was noted during handling. The guidewire was stored and prepped per the instructions for use. The wire was not resterilized, reshaped nor removed from its dispenser by the floppy end. The device was not returned for analysis. Lake region conducted a device history record review. The history records indicate that this product was final inspection tested at lake region and was determined to be acceptable. It is noted that this is a movable guidewire and it is designed so the inner core wire can be removed from the outer ptfe coated coil. This is normal for this guidewire. The moveable core guidewire is a two piece guidewire. It has an outer ptfe coated coil with a full dome shaped weld on the distal end and a spot/tack weld on the proximal end that secures the inner ribbon wire to the ends of the coil. This allows the core wire with handle to be fully inserted or withdrawn from the outer coil as needed to provide flexibility at the tip of the guidewire. The core wire can be fully removed from the ptfe coated coil wire. The core wire has an uncoated coiled handle that is attached to the proximal end. The handle of the core wire is about 4 centimeters long with a full dome weld on the proximal end and a spot weld on the distal end. Without return of the device for analysis, the reported complaint of ¿guidewire-fractured/separated¿ could not be confirmed and an exact cause could not be determined. Based on the information available for review, lake region has confirmed that this guidewire has a moveable core and that it is designed so the inner core wire can be removed from the outer ptfe coated coil. Therefore no corrective action will be taken at this time.